Event description:
The description of the event states that the "customer is experiencing apical defects in the polar map in cequal on all patients." It was believed that the site was seeing the defect in the polar map and not in the index.